Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Refer to internal complaint cc # (B)(4).

Event description:
It was reported by a pt on (B)(4) that she underwent an uneventful novasure endometrial ablation on (B)(6) 2008. Sometime post procedure (2014), she experienced "severe pelvic pain." The pt reported that she was "diagnosed with post ablation syndrome." The physician performed a hysterectomy on (B)(6) 2015 and the pt reported she is "feeling much better" and she does not get the "debilitating pelvic pain anymore."